Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle broke off after the injection and remained in the skin, where it was removed by the patient with tweezers. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient is hcp. After injection, the needle broke off easily and the broken needle remained in the patient's skin. S/he pulled the broken needle out with tweezers by his/herself. No blood stain on the patient's skin."

Manufacturer narrative:
H.6. Investigation: one open and one sealed and intact 32g x 4mm pen needle samples along with four photos were returned from lot. No. 8275942, cat. No. 320136. Visual examination was carried out on the opened sample and a broken patient end of cannula was observed. A hole in the shield was also observed. Visual examination was also carried out on the sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle broke off after the injection and remained in the skin, where it was removed by the patient with tweezers. The following information was provided by the initial reporter, translated from japanese to english: "the patient is hcp. After injection, the needle broke off easily and the broken needle remained in the patient's skin. S/he pulled the broken needle out with tweezers by his/herself. No blood stain on the patient's skin.".